Event description:
New information received notes the physician did not allege a malfunction on the implantable cardioverter defibrillator and attributes the infection to another source. The patient presented with fever and chills and was recovering at home.

Event description:
It was reported that the patient developed an infection. The implantable cardioverter defibrillator and right ventricular lead were explanted. No further information was reported.